Manufacturer narrative:
Pump was received with a serial number label missing, a cracked battery tube threads and a cracked case corner of the belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the battery tube, motor and force sensor during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer received an open book image on the insulin pump screen. The customer stated that they were at the beach. The customer reported crack at the back of the insulin pump near the belt clip. The customer stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.